Event description:
It was reported that prior to implanting the lead into the patient, only two of the lobes would deploy when tested. The lead was not implanted. No patient complications have been reported as a result of this event.